Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, the machined head and pin were damaged, and the control bar was out of position. The motor, reciprocating arm, machined head, and pin were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time,the unit had an unknown issue. Inconsistent speed was confirmed. There was unkown patient impact or delay reported. Due diligence is complete as no additional information is available.